Event description:
Livanova received report that when the blanket is connected to the patient circuit 2 of a heater cooler 3t, it will not pump water through the blanket. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. All three outputs were tested and all seemed to flow properly. All pumps and connectors were checked and no problem was found. Another blanket was opened and hooked up to patient circuit 2. The output to the blanket was opened and everything worked properly. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Since the reported issue could not be reproduced, no definitive conclusion can be reached regarding the root cause of the event. As it cannot be ruled that the reported condition was temporary, contributing factors could be: - an intermittent/temporary internal electrical failure, as a false contact which was definitely fixed during service activity; - the initial symptom of the mechanical block of the pump. Most likely the blockage that occurred due to the error was temporary as the mechanical damage is in the initial stage; - an external factor may have contributed to the error displayed. Complaints database review revealed that no further complaints on this unit/issue have been received reasonably indicating that the issue did not recur.

Event description:
See initial report.